Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 34 mg/dl. The customer treated with peanut butter/jelly sandwich, apple juice, 2 glucose tablets. The customer's blood glucose was 316 mg/dl at the time of the call. The customer treated with manual injections. The product was not returned for analysis.